Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, fbss leg/back, and spinal pain. It was reported that the patient's stimulator battery didn't last 9 yrs before it needed to be replaced. Patient stated the reason for replacement was that battery was taking too long to charge and the stimulation was too weak and not enough for their pain.